Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Missing injection foot noted during visual inspection. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Unable to test for wireless functionality including displacement dose accuracy test and leadscrew reset torque test due to missing injection foot. However, during manual testing no leadscrew anomalies noted. Leadscrew traveled when injection button was pushed and rewound successfully. Inpen passed front cap investigation. In conclusion: no mechanical malfunctions noted during testing. However, missing injection foot was noted that could affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leadscrew anomaly. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.